Event description:
As reported, the patient had a mace event that was a non q-wave mi. The ck-mb level was more than 3 times the normal value. As reported, as a result of the index procedure, intraventricular groove continuation of lad was permanently occluded. This is one of two cypher products used in the same patient. (MFR. Report number: 3003742446-2004-00244).